Event description:
Due to servo-I ventilator failure, a baby code blue was called on pt and required resuscitation. The nicu [neonatal intensive care unit] team recognized baby's vital signs declining and immediately intervened. Failed ventilator was removed from service and replaced with another.